Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, the implants were not available for evaluation. The event was confirmed through x-ray images and photographs of the subject parts taken after removal in the revision case. Since implants were not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) it was reported to k2m, inc, that two screws migrated anteriorly approximately four months post-operatively. Surgery took place (B)(6) 2018. Patient was revised on (B)(6) 2018.